Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. It was stated that they "pulled out all the drug." A rotor study was done and the rotor did not move at all. The rotor study was attempted twice. The patient was deciding whether to replace the device or explant. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.